Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10cl-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the cmos-m w/drive pcb distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m w/drive pcb. In addition, we confirmed that the remote control button(1) cut, the distal body worn out, and the cmos-m w/drive pcb over saturation; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.